Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: a broken, missing shell and flat creases. A weight test of the device was verified and found the device underweight. A microscopic analysis was performed which identified: broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge on the side anterior/posterior broken due to surgical damage and missing shell assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade IV. The device has been explanted.